Event description:
Health care professional (hcp) reported a patient (pt) was receiving hemodialysis on the baxter sps 1550 device when, twenty-five minutes prior to the end of treatment, the pt's blood pressure dropped 19 points. The pt was placed in trendelending position. The pt's pre-treatment blood pressure was 191/101mmhg with a heart rate of 79 beats per minute. Post-treatment blood pressure was 114/79mmhg, with a heart rate of 101 beats per minute. The hcp reported it was time for the pt to receive the rinseback of normal saline when the pt became non-responsive, cold, clammy and started to vomit. Hcp administered the normal saline rinseback of 200 cc. Upon weighing the patient, the hcp found the weight removed was 0.9 kg below the estimated dry weight (edw), therefore the hcp administered 1000cc normal saline slowly over one hour. The pt was discharged from the clinic.